Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was that the physician opted to upgrade the patient¿s battery. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The ipg was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.